Event description:
Failed nebuliser test in service mode. Customer comments below... It passed the o2 input test and also the o2 mixer test at 21%,61% and 90%, so the hpo supply is ok. I went out of service mode and started ventilating and started the nebulizer, I had the o2 disconnected at the time so it alarmed about that. After connecting the o2 it started working, then I went back to service screen and tested again, it passed. But then I left it for about half an hour, tested again and it failed.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Detailed complaint and failure description: "failed nebuliser test in service mode. Customer comments below. It passed the o2 input test and also the o2 mixer test at 21%,61% and 90%, so the hpo supply is ok. I went out of service mode and started ventilating and started the nebulizer, I had the o2 disconnected at the time so it alarmed about that. After connecting the o2 it started working, then I went back to service screen and tested again, it passed. But then I left it for about half an hour, tested again and it failed." Nebulizer does not work properly. Ventilation continues. No patient involved. A defective nebulizer may lead to not enough medication delivered to patient with various critical consequenses. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur

Event description:
Nebulizer does not work properly.